Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report from the pd patient contact of a large drain volume. A review of the patient¿s treatment records identified a drain volume of 7943 ml during drain 2 of 6 of the treatment. This drain volume is 330% the patient's prescribed fill volume of 2400 ml. The patient had reportedly cancelled treatment after noticing the drain volume and cycler alarms. The pd patient contact also reported the liberty select cycler was receiving m41-pt sensors too high messages during drain 2 of 6 of treatment. The contact stated the cycler was displaying the large drain volume and that volume continued to increase but they did not see anything coming from the drain line. As a result of the iipv event, the technical support representative advised they discontinue use of the cycler and revert to an alternate treatment plan. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up, the pd patient contact reported the patient did not experience any symptoms, adverse events, nor injuries requiring medical intervention as a result of the reported event. The patient has received a new cycler but it was not delivered on the expected date. Patient was using continuous ambulatory peritoneal dialysis (capd) until it arrived. The new cycler is working well and the patient is continuing peritoneal dialysis therapy with no further issues. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer to date for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report from the pd patient contact of a large drain volume. A review of the patient¿s treatment records identified a drain volume of 7943 ml during drain 2 of 6 of the treatment. This drain volume is 330% the patient's prescribed fill volume of 2400 ml. The patient had reportedly cancelled treatment after noticing the drain volume and cycler alarms. The pd patient contact also reported the liberty select cycler was receiving m41-pt sensors too high messages during drain 2 of 6 of treatment. The contact stated the cycler was displaying the large drain volume and that volume continued to increase but they did not see anything coming from the drain line. As a result of the iipv event, the technical support representative advised they discontinue use of the cycler and revert to an alternate treatment plan. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up, the pd patient contact reported the patient did not experience any symptoms, adverse events, nor injuries requiring medical intervention as a result of the reported event. The patient has received a new cycler but it was not delivered on the expected date. Patient was using continuous ambulatory peritoneal dialysis (capd) until it arrived. The new cycler is working well and the patient is continuing peritoneal dialysis therapy with no further issues. The reported cycler has been returned to the manufacturer for physical evaluation.